Manufacturer narrative:
The device was returned and functional testing and visual inspection were performed. -test #1 was performed with a rate of 50 and a vtbi of 50 for a duration of 1 hour only line a. Two small cumulative bubbles passed through the mechanism down the distal tubing without being detected and/or alarming. -test #2 was performed with a rate of 100 and a vtbi of 100 for a duration of 1 hour only line a. Three small cumulative bubbles passed through the mechanism down the distal tubing without being detected and/or alarming. -test #3 was performed with a rate of 200 and a vtbi of 200 for a duration of 1 hour only line a. Four small cumulative bubbles passed through the mechanism down the distal tubing without being detected and/or alarming. -test #4 was performed with a rate of 400 and a vtbi of 400 for a duration of 1 hour only line a. Five small cumulative bubbles passed through the mechanism down the distal tubing without being detected and/or alarming. -test #5 was performed with a rate of 25 and a vtbi of 25 for a duration of 1 hour on both line a and line b. Three small cumulative bubbles passed through the mechanism down the distal tubing without being detected and/or alarming. Although the customer's complaint of air bubbles passing through the cassette and down the distal tubing without the device alarming was confirmed, the bubbles observed during investigational testing of the returned pump were within technical service manual (tsm) design tolerance specifications. The returned device passed the self test and performance verification testing (pvt). A probable cause was not found for this complaint, as the device functioned per design requirements.

Manufacturer narrative:
The device was received for evaluation. It is pending investigation.

Event description:
The event involved a plum 360¿ infuser that was reported to have let air go past the cassette per the infusion department. The biomedical engineer attempted to use a different cassette with the pump, however, the issue persisted. The device was used in the clinical setting. There was patient involvement and no human harm.